Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on an unknown date. Device interrogation revealed high pacing impedance and high capture thresholds on the atrial lead. On (B)(6) 2021, the lead was capped and replaced. The patient condition was stable.